Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information received: attempts were made to obtain additional information and the following information was received: was the surgical clip holder being used when event occurred? No. This was a laparoscopic case. Was a resection being performed? Yes. But there were no other devices being used in the vicinity at the time. (I.e. Stapler, bovie). Was any resistance encountered during insertion or lateral forces applied to probes? No. Was any imaging performed to confirm removal of broken probes? No. Was the post-operative care of patient changed due to issues experienced? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver ablation using the p.t.c. Procedure, when the probe was removed, the tip was missing. The tip was found and removed. Unknown how the procedure was completed. There were no patient consequences reported.